Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
An olm intracranial monitoring kit was involved in an incident which was described as follows: when the physician was placing an intracranial pressure (icp) monitoring bolt, the icp reading on the mpm would increase if the bolt was tightened. (140 then came down to 70). The reading would drop to 14, when the bolt was loosened, which was consistent with what was expected based on pt's condition. Additional clinical info has been requested.